Event description:
It was reported that at device change-out due to normal eol, lead defect was observed via angiogram. Externalized conductors were found via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.